Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/2/2020. Corrected information: b1, b2, h1 ¿ serious injury. Corrected h6 patient codes: 2687, 3189 ¿ surgical intervention. Additional information was requested and the following was obtained: procedure name? Tonsillectomy. Was the needle found from the patient body? Yes. And how? By per-op radiology + surgical exploration of the amygdala chamber. Any medical /surgical intervention performed on patient body to remove the needle ? Yes. Was the procedure completed successfully? Yes. Any patient consequence/ae outcome as a result of the event report? Yes, the anesthesia was extended to 40 minutes. Patient current status? The patient goes well.

Manufacturer narrative:
Summary: a used suture was returned for analysis. During the visual inspection, the suture present body fluids, the ends were noted cut and damaged on the surface appear to be by use. The needle was not received for evaluation to determine the assignable cause. The product contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident. Twenty-two unopened samples were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak1631 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle pulled off from the thread and fell into the patient. There was an extension of the procedure time by 40 minutes in order to look for the needle. It was reported to be high risk for the patient because the internal carotid artery was 1 cm away, risk of cervicotomy. There were no reported adverse patient consequences for the patient. Additional information has been requested.